Event description:
After a stapled hemorrhoidectomy the patient developed a non healing ulcer in the anal canal and has been readmitted to the hospital. Surgeon suspects that the ulcer may be caused by the patient's allergy to nickel metal. There is no device to be returned.